Event description:
Patient reported that their meter had been reading high for a couple of weeks. Patient took their meter to the doctor's office, as they were concerned about the high readings. During troubleshooting, it was discovered that the meter was set in the wrong unit of measurement. Patient did not suffer any adverse event or serious injury due to this issue. They were not given any treatment at the doctor's office. However, patient also reported that their test strips were damaged and they appeared to be curling up at the end. This case is reported as a strip malfunction due to the damaged test strips.